Event description:
Reference number (B)(4). Event occurred in austria. The patient mother reported that the infusion set tape was not sticking after her son's skiing lesson as he had fallen on his backside on (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.